Manufacturer narrative:
Reported event an event regarding abnormal ion levels and trunnionosis involving an unknown 36+0 lfit v40 head which mated with an accolade stem was reported. Disassociation was not reported by the customer but indicated by the medical review. Trunnionosis was confirmed based on the photographs provided. The event of abnormal ion level was not confirmed. Method & results: product evaluation and results: no product was returned, however photographs were provided for review. The photograph shows a recently explanted head, no device identification is visible on the head, scratches are visible on the head consistent with in vivo use and explantation damage. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms disassociation, need additional information; primary and revision operative reports, clinical and past medical history, and examination of explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: while the disassociation event was not reported the event was confirmed based on the x-ray provided, the reported trunnionosis was confirmed based on the photographs provided. The event of abnormal ion level was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history, and examination of explanted components are required to complete the investigation and determine a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised. Initially, patient complained of pain and elevated levels of cobalt and chromium were noted. Pre- revision x-rays revealed the presence of trunnionosis. Intra-operatively, a moderate amount of black tissue was observed, as well as stem-liner impingement. The accolade stem, lfit v40 head, and poly liner were revised to a restoration modular stem construct with a new head and liner. Rep provided the revision usage sheet, pre-revision x-ray, intra-op photo, and photos of the explants and reported that no further information is available. Update 02 september 2019 - as per med review comment x-ray confirms disassociation between head and stem.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised. Initially, patient complained of pain and elevated levels of cobalt and chromium were noted. Pre-revision x-rays revealed the presence of trunnionosis. Intra-operatively, a moderate amount of black tissue was observed, as well as stem- liner impingement. The accolade stem, lfit v40 head, and poly liner were revised to a restoration modular stem construct with a new head and liner. Rep provided the revision usage sheet, pre- revision x-ray, intra-op photo, and photos of the explants and reported that no further information is available.